Event description:
Jackson-pratt drain removed but perforated; distal portion of the drain disconnected from the clear tubing and required removal by physician at bedside with hemostats. FDA safety report ID # (B)(4).